Manufacturer narrative:
The reported event of noise oversensing was not confirmed. As received, a partial distal portion of the lead was returned in one piece for analysis. Electrical test and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, noise over-sensing was noted on the atrial lead. The lead was explanted and replaced. The patient was in stable condition.